Event description:
It was reported that the facility had two reported incidents of arching at the headwall of the bed where the power cord plugs into the bed. No adverse consequence was seen in either case. No injury reported.